Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored electrograms showed intermittent noise on the ventricular lead.